Event description:
The report from a clinical study (B)(4) for patient with ID# (B)(6) indicated that index procedure was coil embolization procedure assisted with an enterprise vrd ((B)(4)), codman coils (orbit complex fill 4x10(lot unknown) and deltaplush 3x6(lot unknown), 4x8(lot unknown), and non-codman coils of the right intracranial vertebral artery, and nineteen months after the index procedure, an angiogram revealed recanalization of the treated aneurysm due to coil compaction. Action taken was an additional coil embolization assisted with an enterprise vrd (details unspecified) two months after onset. The initial enterprise did not moved. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. According to the physician, the relationship of the event to the index procedure was unrelated and to the vrd was also unrelated.

Manufacturer narrative:
Antiplatelet therapy included aspirin 200mg/day:2010-(B)(6), 100mg/day:2010-(B)(6)~ongoing, clopidogrel sulfate 300mg/day:2010-(B)(6), 75mg/day:2010-(B)(6)~ongoing, cilostazol 200mg/day:2010-(B)(6), heparin10,000u was administered intra-procedurally. Prior to implanting the vrd at the time of index procedure, slimguide/medikit, 606-s255x(lot#unkown),gt 16/terumo were utilized. Other devices utilized during the index procedure were, excelsior sl10, traxcess/terumo, ed/kaneka(total5), orbit complex fill 4x10(lot unknown), deltaplush 3x6(lot unknown), 4x8(lot unknown).no further information is available and procedural images are not available. The coils remain implanted and the lot numbers are not known; therefore a device history record review cannot be completed. Aneurysm recanalization due to coil compaction after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. It appears that these factors may have impacted the event with no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 3007628272-2012-50040, 2954740-2012-00638, & 2954740-2012-00639.